Manufacturer narrative:
(B)(4). Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. The patient was not hospitalized prior to death. An autopsy was performed and the cause of death was listed as acute myocardial infarction due to coronary artery atherosclerosis with thrombosis. No additional information is available.

Manufacturer narrative:
(B)(4). The results of the sample analysis revealed no failure or malfunction were identified that could have caused or contributed to the patient passing away. Internal & external visual inspections performed revealed no problems. The device passed both the electrical and functional testing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured in 1995. As the sample was not returned, a device analysis cannot be completed. A review of the device history record showed the device has been reconditioned/serviced since its original manufacture date. The device is no longer in its original manufacture condition. The review revealed no issues that could have caused or contributed to the reported difficulty. A review of the service history records showed no abnormalities that could cause or contribute to the reported event. The cause could not be determined with the available information. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The event history log was reviewed and revealed no malfunctions or failures that could cause or contribute to the reported death. No keystrokes, programming, or use related events were identified that could contribute to the reported event. Should additional relevant information become available, a follow-up report will be submitted.